Event description:
It was also noted that the lead exhibited capture thresholds of 4.25 v, 0.5 ms in the bipolar configuration.

Event description:
It was reported that the lead exhibited noise and a possible insulation issue. The lead was explanted.